Event description:
A pump declared alarm while it was pumping. There was no reported adverse impact to customer's blood glucose level. Technical support assisted by attempting to load a new cartridge, but the alarm persisted, requiring the pump's replacement under warranty. Meanwhile, the customer used an insulin pen as a backup.